Event description:
IV self filled remodulin pt via a cadd solis. Pt reported that their remodulin dose is being decreased by their md due to redness on their skin and not because of lung function. Pt reported concern about adverse symptoms from adjusting their dose too quickly and questioned if they can go slower than weekly if needed. Pt also reported experiencing difficulty with priming the new cadd IV extension set for the first time as they could not get the liquid to enter the filter. Pt advised they contacted their clinical nurse educator and they advised the pt to remove the connecter cap to relieve the pressure and allow for priming. Pt reported that the clamp near the filter is sharp at the edge and scratches their skin. Pt also reported concern about taking a shower with less than 5" less tubing to maneuver with. It is unknown if the product fault occurred while in use with the pt. It is unknown if the pt experienced injury due to product issue. It is unknown if the tubing is available for investigation. It is unknown if the product was replaced or if the pt had a backup product they were able to switch to. Pt did not report interruption to their life-sustaining infusion. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Pt's remodulin dose is 82 ng/kg/min. Product lot number was not provided.